Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. On 25-jul-2019 compatibility guidelines were requested for a CT scan. The patient stated the CT scan was being done because they have to replace the pump. Per the patient they put dye in the pump and discovered the catheter was disconnected and the physician thinks something maybe wrong with the pump too. No patient symptoms and no further complications were reported regarding the event.